Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery a year ago). Essure was removed. At the time of the report, the pelvic pain and arthralgia had resolved and the weight increased had not resolved. The reporter considered arthralgia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, arthralgia, weight gain. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery a year ago). Essure was removed. At the time of the report, the pelvic pain and arthralgia had resolved and the weight increased had not resolved. The reporter considered arthralgia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain, arthralgia, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.